Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) inappropriate bv trigger pacing which degraded to faster ventricular tachycardia (vt) with therapy. Therapy was appropriate. Technical services (ts) recommended adjusting or medical management. No adverse patient effects were reported.